Event description:
Additional information was received for this case. It was reported that the patient was converted to an open repair to implant a prosthesis. Per the physician, it was determined to be a type iii fabric endoleak.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported on an unknown date the aneurysm enlarged from 7 cm to 8 cm in diameter due to a type I endoleak. Another manufacturer's stent was implanted to treat the type I endoleak. A recent follow-up CT confirmed that the aneurysm diameter had increased again by 1 cm. The patient will be monitored. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.